Event description:
It was reported that pen needle autoshield duo 30gx5mm had a needle retraction failure. The following information was provided by the initial reporter: insulin injection was given to the patient at noon on (B)(6) 2020. The spring did not retract when the needle was put on, the insulin needle was replaced.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen needle autoshield duo 30gx5mm had a needle retraction failure. The following information was provided by the initial reporter: insulin injection was given to the patient at noon on (B)(6) 2020. The spring did not retract when the needle was put on, the insulin needle was replaced.